Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain and urinary problems. It was reported that the patient underwent mesh resection of right anterior distal mesh arm on (B)(6) 2012 due to genitourinary device complications. It was reported that the patient underwent a procedure to release both proximal mesh arms on (B)(6) 2012 due to pain and mesh exposure. It was reported that the patient underwent a surgical procedure on (B)(6) 2011. No additional information was provided. (B)(4) - urinary problems; genitourinary device complications.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat urinary leakage, constipation, cystocele, rectocele, perivaginal defect, symptomatic pelvic organ prolapse, attenuation of the pubovaginal fascia, vaginal vault prolapse, unstable bladder, and detrusor instability. The patient underwent the concurrent procedures of anterior colporrhaphy and perivaginal defect repair with synthetic mesh, posterior colporrhaphy with synthetic mesh, enterocele repair, bilateral sacrospinous ligament fixation, and cystoscopy. It was reported that due to mesh extrusion/exposure, the patient underwent mesh resection on (B)(6) 2012. (B)(4) - mesh exposure.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele and rectocele. It was reported that the patient underwent the concurrent procedures of enterocele repair, bilateral sacrospinous ligament fixation and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, extrusion, infection, organ perforation, dyspareunia, neuromuscular problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urge urinary incontinence, urinary frequency, nocturia and urinary retention. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced urinary urgency, urge urinary incontinence, urinary frequency, nocturia and urinary retention.